Event description:
The event involved an unspecified tego® connector that was reported to have a potential problem with the "bung" that caps the end of the central venous catheter (cvc) line. At the patient's home, when the patient's line was being accessed to commence hemodialysis, a white clamp on one of the lumens of the vascular access cvc (permacath) opened resulting in a significant bleed onto the patient's clothes, which was stopped only by closing the clamp. Therefore, the clinical staff and caregiver suspected the "bung" on the end of the line as being faulty because the clamp opening led to bleeding. The patient also developed a line infection, that was treated according to protocol. The staff were reported to be monitoring other lines for potential problems with bungs. There was patient involvement and an adverse event.

Manufacturer narrative:
The actual device involved in the event was not available for investigation as the customer reported that they did not keep it. Although a sample device of the same product was requested to be returned from the customer, it has not been received to date. It is unknown if the requested similar device is available for evaluation. Without a returned device, a probable cause is unable to be determined at this time.

Manufacturer narrative:
The actual device involved in the event was not available for investigation as the customer reported that they did not keep it. Although a sample device of the same product was requested to be returned from the customer, it has not been received to date. It is unknown if the requested similar device is available for evaluation. Without a returned device, a probable cause is unable to be determined at this time.

Event description:
The event involved an unspecified tego® connector that was reported to have a potential problem with the "bung" that caps the end of the central venous catheter (cvc) line. At the patient's home, when the patient's line was being accessed to commence hemodialysis, a white clamp on one of the lumens of the vascular access cvc (permacath) opened resulting in a significant bleed onto the patient's clothes, which was stopped only by closing the clamp. Therefore, the clinical staff and caregiver suspected the "bung" on the end of the line as being faulty because the clamp opening led to bleeding. The patient also developed a line infection, that was treated according to protocol. The staff were reported to be monitoring other lines for potential problems with bungs. There was patient involvement and an adverse event.